Event description:
Patient reported that their one touch basic enhanced meter kept giving the not ok message during a test. The issue was not resolved with troubleshooting. Patient had also stated that since they were unable to test on the meter, they had to go to the doctor's office to test their blood glucose. Unknown what the result on the doctor's meter was. Medical affairs specialist was unable to reach the patient to obtain that info. A letter will be sent to try and contact patient. No further clinical information was provided.